Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned with a barrel, a two-way handle, trigger cord, loading catheter and irrigation adapter. No bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The inner diameter of the barrel was inspected using a pin gauge and the barrel accepted the pin gauge, which is within the acceptance criteria. A visual examination of the trigger cord was performed and all (B)(4) beads were present. The (B)(4) beads were examined using magnification and all (B)(4) beads were correctly filled. The location of the beads were verified. The length of the trigger cord was measured within the specification. The trigger cord was intact and not broken. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. It is a misconception that the trigger cord remains attached to the barrel after all bands have been deployed. The trigger cord and barrel are separate components and are not intended to be attached or connected. Information provided from the user facility indicated an olympus bf-q180 was used, which has an outer diameter of 5.5 mm. This ligator is not compatible with the endoscope used in the procedure as the information indicated. This ligator is compatible with endoscopes that have an outer diameter of 8.6mm-11.3mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to "lubricate endoscope and exterior portion of the barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use "caution: do not place lubricant inside the barrel." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is a misconception that the trigger cord remains attached to the barrel after all bands have been deployed. The trigger cord and barrel are separate components and are not intended to be attached or connected. Information provided from the user facility indicated that an olympus bf-q180 was used which has an outer diameter of 5.5 mm. This ligator is not compatible with the endoscope reported to be used in the procedure. This ligator is compatible with endoscopes that have an outer diameter of 8.6 mm-11.3 mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. The labeling on the device lists the recommended endoscope size for each registered product number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged¿. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside of the barrel before the loading process. The instructions for use caution the user not to place lubricant inside of the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is a misconception that the trigger cord remains attached to the barrel after all bands have been deployed. The trigger cord and barrel are separate components and are not intended to be attached or connected. Information provided from the user facility indicated that an olympus bf-q180 was used which has an outer diameter of 5.5 mm. This ligator is not compatible with the endoscope reported to be used in the procedure. This ligator is compatible with endoscopes that have an outer diameter of 8.6 mm-11.3 mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. The labeling on the device lists the recommended endoscope size for each registered product number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged¿. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside of the barrel before the loading process. The instructions for use caution the user not to place lubricant inside of the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook 6 shooter saeed multi-band ligator. After the doctor applied the bands to the esophageal varices and retrieved the endoscope, he noted that the plastic/rubber cap [friction fit adapter] was no longer on the tip of the endoscope. It was seen in the distal esophagus but multiple attempts to retrieve it through use of retrieval devices were unsuccessful. Pt [the patient] was transferred to another hospital where it [the detached portion] was successfully retrieved via egd. Prior to starting the egd, the banding device had been checked to insure that it was intact and the plastic/rubber cap was secured to the tip of the endoscope via the cord tether. It was advanced as far as possible onto the tip of the endoscope.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned with a barrel, a two-way handle, trigger cord, loading catheter and irrigation adapter. No bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The inner diameter of the barrel was inspected using a pin gauge and the barrel accepted the pin gauge, which is within the acceptance criteria. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The location of the beads were verified. The length of the trigger cord was measured within the specification. The trigger cord was intact and not broken. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state under precautions: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "lubricate endoscope and exterior portion of the barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside the barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook 6 shooter saeed multi-band ligator. After the doctor applied the bands to esophageal varices and retrieved the endoscope he noted that the plastic/rubber cap [friction fit adapter] was no longer on the tip of the scope. It was seen in the distal esophagus but multiple attempts to retrieve it thru use of retrieval devices were unsuccessful. Pt [the patient] was transferred to another hospital where it [the detached portion] was successfully retrieved via egd. Prior to starting the egd the banding device had been checked to insure that it was intact and the plastic/rubber cap was secured to the tip of the endoscope via the cord tether. It was advanced as far as possible on the tip of the endoscope. The following additional information was received 06/27/16: "I was just reviewing the findings from your investigation. I realized that I had supplied the wrong information in regards to the scope. We did not use the bf-q180, but in fact use a gif-q180. I do apologize for the confusion, but we did not use a bronchoscope, we used the endoscope. Please let me know if you need any further information."